Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis: on (B)(6) 2022 the system was powered up at 07:27:17 am. At 07:48:49 am the power manager switched to battery backup with no power supply 1 or power supply 2 failures. At 07:48:50 am the power manager reported a 'supply voltage failure' 10,4473. The 10 indicates 5 vlr voltage was low. This will disable the battery charger and display a 'battery cannot be charged - full backup may not be available' message in the perfusion screen. The next power cycle was normal. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported message. The manufacturer's technical support assisted with troubleshooting and found a below five volt (v) failure message on the data logs on (B)(6) 2022 at 07:48:50. The fsr preformed an inspection on all of the wiring and connections on the power supply and the battery charging system. There were no loose connections. The fsr preformed a battery draining cycle test twice with no error messages or issues observed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery cannot be charged - full backup may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.